Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy birth complication') in a 25-year-old female patient who had essure (batch no. 882187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 4), parity 3 (total number of live births: 3), weight loss, abdominal pain and depression. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("expulsion"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 months 18 days after insertion of essure. On an unknown date, the patient experienced headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, device expulsion, headache, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer ag-2019-208211). The reporter considered device dislocation, device expulsion, dysmenorrhoea, headache, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: 2019-208211, child case created. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-nov-2019: plaintiff fact sheet received: events abnormal bleeding(vaginal, menorrhagia), dysmenorrhea (cramping), added. Lot number, medical history, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy birth ¿ complication') in a 25-year-old female patient who had essure (batch no. 882187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 4), parity 3 (total number of live births: 3), weight loss, abdominal pain and depression. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("expulsion"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia),") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 months 18 days after insertion of essure. On an unknown date, the patient experienced headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, device expulsion, headache, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer (B)(4)). The reporter considered device dislocation, device expulsion, dysmenorrhoea, headache, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: (B)(4) child case created. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number:882187, manufacture date: 2011-07, expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy birth ¿ complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("expulsion") and headache ("headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, device expulsion and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, device expulsion, headache and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury were updated to new events expulsion,pregnancy birth ¿ complication, migration, headaches. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.